Manufacturer narrative:
Information was not provided. Mw5083129 received from FDA. End of report.

Event description:
The FDA notified 3m of an adverse event via a medwatch report. "A hospital reported a 9165l 3m¿ universal electrosurgical pad, melted when in use, melting to a patient. Extent of harm to patient is still under investigation". A distributor notified 3m the patient in this report experienced a thigh burn. 3m made unsuccessful attempts to obtain additional information regarding the report. No additional information has been received to date.